Event description:
It was reported PICC insert with siterite does not work consistently. Sometimes it works without any problems, sometimes the ECG does not show correct results (p-wave) and sometimes the yellow target does not show the correct position of the catheter tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of intermittent or incorrect ECG signals could not be verified outside the clinical setting and with the condition of the item returned for investigation. One unopened kit from lot #reew3047 was returned for investigation. The items within the kit exhibited no damage or deformation. The 4fr s/l powerpicc solo was received with the 3cg stylet within the lumen. No damage was observed on the PICC or stylet. The affected stylet was not returned for investigation. The stylet was pushed through the distal tip of the unused catheter. A microscopic examination revealed the presence of conductive epoxy at the distal end of the stylet. The core wire was continuous through the polyimide tubing. A continuity and resistance test revealed that the product was within specification. Complications associated with the clinical setting that cannot be replicated in the lab may have affected the functional performance of the device. It is unknown if the affected stylet was damaged or if there was poor continuity with the electrodes and their connections. Since the reported event could not be verified on the returned sample, the complaint was inconclusive and the cause of the alleged problem could not be determined. A lot history review (lhr) of reew3047 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported PICC insert with siterite does not work consistently. Sometimes it works without any problems, sometimes the ECG does not show correct results (p-wave) and sometimes the yellow target does not show the correct position of the catheter tip. No lot number known, as the problem occurs inconsistently and is therefore not traceable. The last incident was some time ago.